Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: mislocation-suture. Time of device issue: after vessel closure. Adverse event: infection, hematoma, surgical repair/hemostasis. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, three days after an uneventful arteriotomy closure, the patient presented with an elevated temperature and a pus-like drainage from the access site. Exploratory surgery revealed that the initial puncture was a sidewall stick and the site was not completely closed with the suture. A medium sized hematoma was found distal to the access site. The vessel was surgically repaired and sutured to achieve hemostasis. The patient was placed on vancomycin and was reported to be recovering well. There were no reported adverse patient sequelae. No additional information was provided.